Manufacturer narrative:
Multiple samples tested; refer to event description for details and all available demographic information. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer questioned alinity I tsh results for two samples. The following was provided: patient 1 initial result 0.1 mie/l, repeated with other methods (roche cobas, beckman access and siemens centaur) 1.1 - 1.3 mie/l. The patient was a woman born in (B)(6). Patient 2 (frozen sample, being evaluated for potential sample interference) 0.1387 uiu/ml, repeated (diluted) 0.7215 uiu/ml.

Manufacturer narrative:
An investigation was performed for alinity I tsh reagent lot 26158ud00. A review of tickets was performed and did not identify an increase in complaint activity for the reagent lot. A review of tracking and trending did not identify any trends for the complaint issue. Return testing was not completed as returns were not available. Accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. A review of labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or deficiency of the alinity I tsh reagent lot 26158ud00 was identified.